Manufacturer narrative:
Zoll has not yet received the product for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Not returned to manufacturer.

Event description:
It was reported that the autopulse platform (s/n: (B)(4)) displayed "system error - out of service,revert to manual CPR" message. Follow up attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided.

Manufacturer narrative:
Customer reported issue of the autopulse displayed "system error, out of service, revert to manual CPR "error message was not confirmed during initial functional testing and in the archive data. Following service, including replacement of the processor board, the platform passed all testing criteria. Visual inspection noted no physical damage upon receipt. The encoder drive shaft was hard to rotate because it exhibits binding and resistance.

Manufacturer narrative:
Corrected the MFR # 3010617000-2017-00916 to MFR # 3010617000-2016-00916 to reflect the correct MFR # ( year 2016 ) .